Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. This is the second of three reports for this facility. (B)(4).

Event description:
A clinical coordinator reported that multiple knife blades were noted to be dull. Procedure details information is unknown. There was no patient involvement or patient harm associated with the unsatisfactory knives. Additional information is not anticipated for this report.

Manufacturer narrative:
Thirteen unopened knife samples were received for the report of dull blades. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were also found to be conforming. The returned unopened samples were found to be visually and functionally conforming therefore, dull blades as described in the complaint were not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned, the exact root cause for this complaint is unknown and specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).